Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included vaginal pain, cystocele, enterocele, ecchymosis, erythema, paronychia, stress urinary incontinence, acute upper respiratory tract infection and cyst. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract disorder ("bladder or urinary problems or changes") and bladder disorder ("bladder or urinary problems or changes"). The patient was treated with surgery (supracervical hysterectomy (uterus only) and surgical removal of coil(s)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, urinary tract disorder and bladder disorder outcome was unknown. The reporter considered bladder disorder, pelvic pain and urinary tract disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: not reported. Most recent follow-up information incorporated above includes: on 18-jun-2018: plaintiff fact sheet and medical records received: reporters details added. Event added as bladder or urinary problems or changes. Historical, concomitant condition and relevant lab data were added. Concomitant, historical drugs and treatment drugs were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and staphylococcal infection ("infection (other) describe: mrsa,") in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included uterine prolapse, dysuria, myalgia and dysuria. The patient reports no bladder incontinence, no bowel incontinence, no sexual dysfunction, no fever/chills, no unexplained weight loss. Concurrent conditions included vaginal pain, cystocele, enterocele, ecchymosis, erythema, paronychia, stress urinary incontinence, acute upper respiratory tract infection and cyst. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), staphylococcal infection (seriousness criterion medically significant), tooth disorder ("dental problems"), abdominal pain lower ("lower abdominal pain") and vulvovaginal pain ("vaginal pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total hysterectomy (uterus and cervix),surgical removal of coil(s), anterior colporrhaphy,cystoscopy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, urinary tract disorder, bladder disorder, staphylococcal infection and tooth disorder outcome was unknown and the abdominal pain lower and vulvovaginal pain was resolving. The reporter considered abdominal pain lower, bladder disorder, pelvic pain, staphylococcal infection, tooth disorder, urinary tract disorder and vulvovaginal pain to be related to essure. The reporter commented: surgery (other) type of surgery: posterior colporrhaphy, sacrospinous ligament fixation, transvaginal tape procedure and cystoscopy on (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: not reported. Most recent follow-up information incorporated above includes: on 26-sep-2018: pfs received: events infection (other) describe: mrsa, dental problems, lower abdominal pain and vaginal pain added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (had surgery to remove the essure implant). Essure was removed in 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.